Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 06/12/2013, belt 07/07/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on the evening of (B)(6) 2021. It was reported that ems was called and performed resuscitation efforts. The patient was taken to the hospital where they passed away. Per clinical review of the continuous ECG recording, the device was started up at 13:31:34 on (B)(6) 2021. The patient was in an idioventricular rhythm at 30 to 50 bpm from approximately 23:13:49 to 23:29:48. The patient's rhythm transitioned to vt at 10 bpm with CPR/motion artifact at 23:30:56. The lifevest detected the vt arrhythmia, but the rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm, preventing the lifevest from delivering a treatment. The patient's rhythm self-converted to an idioventricular rhythm at 80 bpm. The patient then received a non-lifevest defibrillation at 23:31:41. The patient's rhythm at the time of the external defibrillation was an idioventricular rhythm at 80 bpm. The patient's post-shock rhythm was an idioventricular rhythm at 50 bpm with pvc's. The patient's rhythm degraded to vt at 130 to 180 bpm with tactile artifact, pacemaker spikes, CPR/motion artifact, and electrode lead fall off at approximately 23:53:11. The lifevest detected the vt arrhythmia, but the rate of the vt slowed to 120 bpm, less than the physician-prescribed rate threshold, preventing the lifevest from delivering a treatment. The patient's rhythm then degraded to asystole with electrode lead fall off at approximately 23:54:35. The patient's rhythm transitioned to an idioventricular rhythm at 30 bpm at 23:56:32. The rhythm then degraded to vt at 100 bpm with motion artifact, pacemaker spikes, and electrode lead fall off. The lifevest detected the vt arrhythmia, but the rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm, preventing the lifevest from delivering a treatment. The patient's rhythm transitioned to an idioventricular rhythm at 30 bpm before degrading back to vt at 130 bpm with motion artifact and electrode lead fall off at approximately 00:01:35. The lifevest detected the vt arrhythmia, but the rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm, preventing the lifevest from delivering a treatment. The patient was in vt at 110 bpm with motion artifact from approximately 00:01:55 until the patient's rhythm degraded to asystole with CPR/motion artifact and electrode lead fall off at approximately 00:05:52. The patient was in asystole with CPR/motion artifact and electrode lead fall off at the time of the device shutdown at 00:16:28 on (B)(6) 2021.